Event description:
It was reported that pump battery did not charge when customer attempted to charge pump earlier in the week and on event date, and pump history showed power source alert corresponding to issue. There was no adverse impact to the customer's blood glucose level. Customer continued using original charging cable and wall adapter, and issue resolved when pump began charging, so no further assistance or additional actions were required, and no pump shutdown or inability to turn pump back on was reported.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.